Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the display went white and no ventilation was being provided to the pt. The pt was manually ventilated and switched to another ventilator. No harm nor injury to the pt reported.